Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, the reported partial clip movement appears to be due to challenging patient anatomy/morphology. Additionally, reported entrapment of the device and patient effect of foreign body in the patient appear to be due to procedural circumstances. It should be noted that the intended use section of the mitraclip system IFU states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report partial clip movement and foreign body in patient. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. One clip delivery system (cds) was advanced and grasping was performed on the anterior and septal leaflets. It was noted that imaging was very poor due to an aortic valve implant. Leaflet insertion was successful, and the clip was deployed; however, after deployment, echocardiogram showed the clip had partially detached from the septal leaflet. It was also noted that chordae were grasped with the leaflets. Tr reduced to a grade of 4-5 and no additional clips were implanted. The patient is said to be in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.